Manufacturer narrative:
A ge service rep performed an on site investigation. The leg extension was cleaned during the service call. The system was found to be working as intended, and put back into service.

Event description:
The customer reported that the 2800 system leg extensions were hard to move. No pt injury was reported.